Event description:
It was reported that during central processing, the tip of the tip-up fenestrated grasper instrument had a broken tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the grip tip. A piece approximately 0.18" x 0.26" was found to be broken off the grip tip. The broken piece was not returned. This type of failure is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.